Manufacturer narrative:
Product returned on (B)(6) 2011 indicated guidewire is stretched and severely damaged. An avanti 8f vessel dilator separated just prior to use on the patient. The device had prepped normally and was not kinked or bent. There was no patient injury and the surgeon used another device to perform the procedure. Multiple attempts to retrieve additional information were unsuccessful. No further information could be obtained. One non-sterile 8fr sheath introducer, one non-sterile 8fr vessel dilator and a mini guidewire were received inside a plastic bag. The vessel dilator was received inside the sheath introducer. The mini guide wire was received stretched and severely damaged. The vessel dilator tip was received compressed and part of the tip was detached. The detached point looks elongated. No visual anomalies were found on the sheath introducer. The sheath introducer was flushed via the stopcock, no leakage was found during leak test. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The vessel dilator separated reported was confirmed. Additionally, the guide wire was found unraveled/stretched during analysis. Controls are in place to prevent damaged products from leaving the facility. The exact cause of the failures could not be conclusively determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported event. Neither the DHR review nor the product analysis suggests that failures found are related to the manufacturing process. Therefore no actions will be taken. One non-sterile 8fr sheath introducer, one non-sterile 8fr vessel dilator and a mini guidewire were received inside a plastic bag. The vessel dilator was received inside the sheath introducer. The mini guide wire was received stretched and severely damaged. The vessel dilator tip was received compressed and part of the tip was detached. The detached point looks elongated. No visual anomalies were found on the sheath introducer. The sheath introducer was flushed via the stopcock, no leakage was found during leak test. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
It is anticipated that the product will be returned for analysis, but the device has not yet been returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
An avanti 8f vessel dilator separated just prior to use on the patient. The device had prepped normally and was not kinked or bent. There was no patient injury and the surgeon used another device to perform the procedure. No further information could be obtained.